Manufacturer narrative:
No medwatch received. After initial evaluation of returned bipass #902096, lot #l088800 and two broken pieces of disposable, lot #344300 the instrument was found to have a tip obstruction preventing loading of disposable. Upon further evaluation, the obstruction was found to be an add'l piece of the broken disposable. The tip section of the broken disposable was noted to have an abnormal curve. This curve combined with aggressive use may have caused the disposable to break in the instrument tip causing the blockage. The instrument tip was cleared of the obstruction, function tested & returned to the distributor. All piece of the broken disposable were accounted for.

Event description:
The suture pusher broke interoperatively. Broken piece remained lodged in the hand instrument rendering the instrument useless. No foreign body was retained by the patient. Surgery was completed via an increase in the size of incision to allow manual suturing.